Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer informed us the insulin pump got broken around the battery hatch, which was caused form wear and tear due to daily use. The customer got a replacement insulin pump.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection. Blank display due to missing battery tube spring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.